Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number.

Event description:
A surgeon reports that following intraocular lens (iol) surgery, a consumer reported superimposed shadows in her vision. A lens exchange was performed in 2006. The patient's status was reported as excellent.